Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: two (2) videos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received at the investigation site. Both videos were unable to be played; when the videos are attempted to play they display a message indicating "this file isn't playable. That might be because the file type is unsupported, the file extension is incorrect, or the file is corrupt." Is shown. The videos were attempted to play through different applications without success. The reported failure mode, cuff pierced, cannot be confirmed based on the videos provided. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken at this time since the complaint was not confirmed.

Event description:
It was reported that the customer had difficulty when inflating the cuff. It was thought that the cuff was leaking and possibly pierced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Evaluation codes: updated device evaluation: two devices was returned for investigation without their original packaging. Visual inspection noted that the balloon was yellowish due to the use. Functional testing confirmed the complaint. The sample failed to inflate. The cuff was perforated. During pre-testing no leaks were reported in the inflation system (cuff) as stated in the instructions for use. The issue was not found until it was used on the patient when the cuff was leaking. The root cause could be due to improper use of the product. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. All mitigations in place were verified and it was confirmed has been executed accordingly. This issue will continue to be monitored for this failure condition in this product for threshold or escalation.